Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The patient's right hip was revised for instability. The cup, liner, screws, and head were removed.